Event description:
On 02/24/1999, the facility's risk management coordinator informed the MFR's rep of the following: the device was implanted on 01/08/1998, and explanted on 02/18/1999, because it was noted that the device catheter frayed. Additionally, she stated that the device will not be made available to the MFR for analysis. On 03/02/1999 the MFR rec'd a copy via fax of medwatch report # 2300320000-1999-0001 that states the following: segment of catheter frayed from its attachment and lodged in the right ventricle. No further details were provided.